Manufacturer narrative:
A ge service rep performed an on site investigation. The kv controller pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a displayed communication error. A communication failure error message will likely result in a system lock up, no boot, or shut down situation. There are no reports of pt injury or death associated with this event.